Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
On 10/19/2021, it was reported by a distributor via email that an ar-13991n surefire scorpion needle tip bent. This was discovered during a procedure when trying to pass suture anchor. Additional information received 10/28/2021: during an rcr the scorpion needle bent making it impossible for suture anchor to be implanted. Surgeon used a new scorpion needle to complete case successfully, left no broken fragments inside, and patient was not affected.